Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that when the mobile view station (mvs) of the imaging system was plugged into wall to charge image acquisition system (ias) and the system was not charging. Representative replaced fuses and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, during install the imaging system the fuses of the mobile view station (mvs) were open. There was no patient present at the time of the issue.